Event description:
Medtronic received information that prior to use, the customer reported when the 20014 vent line cannula was opened the needle would not come out as it was threaded. They used a tweezers to rotate the device to draw out the needle. However, they then realized that its interior was broken after unscrewing and noted that this part of the cardioplegia cannula was welded. The device was replaced. There was no patient involvement so no adverse effect occurred.

Manufacturer narrative:
Conclusion: after investigation at medtronic and viant, complaint is confirmed for bonded luer connector. The picture provided by the customer does show that a part of the female luer has been broken off and is stuck inside of the needled hub. This complaint is the result of a manufacturing issue - as the components were inadvertently bonded during assembly. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received from november 2019 through december 2020 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this incidence. Medtronic has made its supplier aware and will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.